Manufacturer narrative:
Section a4: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported that a preloaded lens was inserted into the eye, and the surgeon noticed a scratch on the iol afterward. The lens was cut out, and a new lens was placed. Additional information revealed that the optic was damaged, and the backup lens was placed without issue. No additional information is available.